Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges pain, elevated metal ions, metallosis, loose femoral stem and mom acetabular articulation. Doi: (B)(6) 2008; dor: (B)(6) 2011; (right hip); please see (B)(4) for the second revision.